Event description:
The customer reported aec is not working correctly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a generator calibration, replaced the battery pack and the x-ray controller board battery. System operates as intended. (B) (4).